Event description:
It was reported, infusion the day after catheterization, swelling and pain in upper arm plus shoulder, CT localized no heterotaxy, small hole in catheter after removal. Additional information received: fluids infused were 10% sugar water, 50% high sugar, potassium ion solution, insulin. After the infusion on the second day, a small dot was found on the catheter 3cm away from the puncture point. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.